Event description:
A healthcare professional from a clinical study reported during normal use on (B)(6) 2015, there was inflammation, dehiscence of retroauricular wound without pus. The wound was treated with local medication and systemic antibiotic therapy between (B)(6) 2015 without success. The system was explanted on (B)(6) 2015. It was unknown what led to the event. Examination was done on (B)(6) 2015. Actions/interventions taken included in-patient hospitalization, unscheduled clinic visit and an explanted and not replaced entire system. The issue was resolved. The event was related to the extension. The event resolved without sequelae.

Event description:
It was reported there was detection of a small vesicle in the skin along the course of the extension. The event was possibly related to the device, therapy, and implant procedure. The patient was prescribed antibiotics and the event was ongoing. No information on patient outcome was available at the time of report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2015. It was also noted that the etiology was possibly related to the device/therapy and possibly related to the implant procedure. The event required in an in-patient or prolongation of an existing hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type: extension. Additional information updated serial number for extension.